Event description:
It was reported that an ilet pump failed to power on despite hours on a charger that displayed a green indicator, and the pump subsequently became unresponsive even after a prolonged button press and outlet changes; a replacement ilet and charger were sent, and the user was advised to try a charging pad and, if unsuccessful, to use the replacement device. Symptoms included hyperglycemia with glucose reported over 400 for about four hours, without ketone testing or medical intervention. Outcomes included no loss of consciousness and no hospitalization. Investigation included customer troubleshooting and replacement of the suspect charger and pump. Investigation of this device revealed a suspected power or charging malfunction of the pump and/or charger that prevented charging and startup. It was concluded, based on previously established findings for similar reports, that the cause was attributable to a device malfunction consistent with a power or charging failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.